Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the handpiece did not vibrate or sculpt. Additional information has been requested.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 7, 2014. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in with the system set at 100% ultrasonic and torsional power. However, when the handpiece was connected to the dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, the handpiece was unable to tune. The handpiece was disassembled revealing moisture ingress within the electrode chamber. A review of the data indicates there were 123 procedures performed with this handpiece. The last recorded data displayed recent tuning issues. The root cause of the reported event can be attributed to moisture ingress causing the high electrode to short out to ground-wire. However, how or when moisture entered the handpiece remains inconclusive. The manufacturer internal reference number is: (B)(4).